Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, the customer has to press button multiple times for the pump to respond. Customer's blood glucose level was not impacted. Contact confirmed customer has a back up method for continued insulin therapy.